Event description:
Customer reported the insulin pump and meter were not communicating. Customer's blood glucose was unknown. Customer was assisted with connecting new meter. The device had too many meter ids in that were also deleted. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.